Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received shocks. The shocks were suspected to be inappropriate for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.